Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Changed address from: hegau-bodensee-klinikum gmbh, luisenstr. 7, konstanz, 78464 to hegau bodenseeklinikum singen, gb 4 - sachgebiet medizintechnik, virchowstr. 10, 10 78224 singen. A goof faith effort (gfe) response confirmed there was normal sound at the time of the event. Diagnostic/functional testing was performed at the philips repair facility. Results of the evaluation confirmed there was no sound coming from the speaker assembly. The philip bench repair technician (brt) replaced the speaker assembly to resolve the issue. Based on the results of the analysis, it was determined that the unit has malfunctioned and the cause of the reported problem was the speaker assembly. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported there was a speaker error. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.